Event description:
It was reported that the battery of this implantable pulse generator (ipg) is suspected to be depleting prematurely. A boston scientific technical services consultant documented the reported observation and recommended the patient contact their following physician due to device dependency. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observation. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.